Event description:
Customer called to report a high blood glucose level of 450 mg/dl. Customer also stated that there are issues with bubbles in the tubing. Customer reported that there is white residue on the medtronic symbol on the pump and also on the drive support cap. The customer's current blood glucose reading was 344 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime and excessive no delivery test. The device was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.